Event description:
It was reported that this patient underwent a procedure and during that procedure, this right ventricular (rv) lead was attempted implant due to high out of range pacing impedance measurements, measuring greater than 3000 ohms and failure to capture. Subsequently, the physician successfully implanted a new rv lead. No additional patient adverse effects were reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and outer insulation integrity. A stylet insertion test passed without issue indicating no blockage in the lumen. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains correction in section h6 impact codes.

Event description:
It was reported that this patient underwent a procedure and during that procedure, this right ventricular (rv) lead was attempted implant due to high out of range pacing impedance measurements, measuring greater than 3000 ohms and failure to capture. Subsequently, the physician successfully implanted a new rv lead. No additional patient adverse effects were reported. The rv lead is expected to return for analysis. Subsequently, the lead was returned for analysis.

Event description:
It was reported that this patient underwent a procedure and during that procedure, this right ventricular (rv) lead was attempted implant due to high out of range pacing impedance measurements, measuring greater than 3000 ohms and failure to capture. Subsequently, the physician successfully implanted a new rv lead. No additional patient adverse effects were reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section h6 impact codes.